Event description:
The pt was treated with balloon kyphoplasty for painful osteoporotic compression fractures of t11, t12,and l1. The procedure was completed without difficulty. The physician did not see any cement extravasation. Shortly after the procedure, the pt reported right leg pain and mild hip numbness. In 2006, a CT scan showed cement extravasation into the spinal canal at two levels. Because of the pt's age and the difficulty of the surgery, the treating physician does not recommend surgery to remove the estravasated cement.